Event description:
It was reported three patients experienced infection after a cystoscopy procedure was performed. Two patients tested positive for klebsiella urinary tract infection and one patient was positive for citrobacter amalonaticus. The patients were treated with antibiotics and the infections subsided. There were no further reports of patient harm. The customer reports following "normal protocol" for sterilization of the device. This report is related to the following linked patient identifiers: (B)(4).